Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device log was reviewed and nothing was found that could confirm the reported event. All data found showed that calculated volume matches recorded volume. Each identified infused volumes were in line with the device programming. The reported device was not returned to brézins for investigation. Device history log was reviewed by our investigator in brézins. Each identified infused volumes were in line with the device programming. See attached investigation report for details of infusion setting and infused volume. No infusion as described has been programmed. As per provided quality control certificate, no dysfunction of the device could be found. According to provided information, the pump did not show any fluid or physical damage and the reported event could not be reproduced ( the flowrate test 16 with 25ml at 250ml/h is complaint). Based on available information, this complaint is considered as not valid with no issue. This complaint is considered as: not valid. The trend is: n/a.

Event description:
The following has been reported: 18 oct 2024 @1211hr - inflectra standard infusion infused over approximately 1 hr 30 mins rather than the programmed 2 hr 5 mins. Patient notified writer at 1211 that the medication bag was about to run dry. Writer stopped pump at this time and confirmed that the medication was placed in a 250 ml normal saline bag and that pump had been programmed for a standard infusion 250ml and not a high dose infusion. Pump stated that 119 ml of fluid had been infused and 131 ml was left to be infused. Writer confirmed that medication was mixed as per work instructions. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.